Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has a cervical and thoracic scs system. The event is related to the pt's thoracic system. It was reported the pt's programmer and charger are unable to communicate with the ipg. Additionally, the pt stated she stopped charging the system due to not receiving stimulation. Loss of stimulation reported under MFR. Report# 627487-2013-20618. As a result, the pt's ipg is inoperable due to lack of recharge. In turn, the pt will undergo surgical intervention to explant the ipg.